Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event date added; e1: initial reporter phone number added; h4: device manufacture date added. Part # pet00920; lot # e19di1360. Supplier: supplier affiliate selzach. ¿ batch1: lot units were released on 25 may 2021 with no discrepancies. Batch2: (B)(4) units were released on 08 mar 2021 with no discrepancies. Batch3: lot units were released on 11 march 2020 with no discrepancies. Batch4: lo units were released on 11 march 2020 with no discrepancies. Batch5: lot units were released on 11 march 2020 with no discrepancies. Batch6: lot units were released on 11 feb 2020 with no discrepancies. No non conformance reports were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that on an unknown date, the device was broken. No further information is available. This report involves one straight handle. This is report 1 of 1 for (B)(4).